Event description:
It was reported that the user contacted support regarding a firmware update for an ilet system and disclosed an elevated blood glucose of 264 mg/dl after lunch, with no device alerts or alarms reported and troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-monitoring, and no hospitalization. Investigation included complaint handling with user interview and device-use assessment. Investigation of this case revealed no device malfunction identified and no component-specific issue detected, with the event consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.